Event description:
It was reported that the patient experienced pain and suspected damage to the implantable pulse generator (ipg) following a fall. The patient was subsequently admitted to the hospital for evaluation and management. The patient underwent spinal cord stimulation (scs) system replacement procedure. However, upon explantation, the ipg was found to be intact and not broken as initially suspected. Patient was doing well postoperatively. Nothing to return per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-50, serial number: (B)(6), batch/lot number: 7079423, model/catalog description: artisan lead 50 cm, unique identifier (UDI) #: (B)(4).